Event description:
Note: this report pertains to one of two MDR reportable events that happened during the same procedure. Please refer to manufacturer's report number 3005099803-2010-04374 for the associated device report. It was reported to boston scientific on (B)(6), 2010 that two patient return grounding pads were used during a rfa (radiofrequency ablation) procedure to treat cancer in the liver performed on (B)(6), 2010. According to the complainant, while preparing for the ablation, discoloration was noted on the first grounding pad. When the second pad was affixed to the femoral region of the patent, the pad would not adhere due to weak adhesive strength. The procedure was completed with another two patient return grounding pads. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding patient information and the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
It was confirmed the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found discoloration at the top center of the pad. No other physical defects were observed. Additionally, the wires were securely attached and the pad passed a continuity test. The condition of the returned incident device was consistent with the complaint of pad discoloration. This event is considered a user preference issue. The OEM investigator noted, ¿on occasion, the valleylab polyhesive conductive adhesive may have areas or spots of discoloration within the gel. This is of no clinical consequence. The small areas of discoloration on the pads are due to tarnish on the surface of the conductive foil beneath the polyhesive material. The discoloration is the result of the aqueous environment provided by the polyhesive in contact with the metal foil. Past investigations have demonstrated that discoloration does not affect the integrity or safe use of the product." Thus, the issue of pad discoloration is not considered a MDR reportable event. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
Note: this report pertains to one of two MDR reportable events that happened during the same procedure. Please refer to manufacturer's report number 3005099803-2010-04374 for the associated device report. It was reported to boston scientific on (B)(6), 2010 that two patient return grounding pads were used during a rfa (radiofrequency ablation) procedure to treat cancer in the liver performed on (B)(6), 2010. According to the complainant, while preparing for the ablation, discoloration was noted on the first grounding pad. When the second pad was affixed to the femoral region of the patent, the pad would not adhere due to weak adhesive strength. The procedure was completed with another two patient return grounding pads. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding patient information and the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.